Event description:
It was reported that in the pci it was noted that there were insertion difficulties prior to the field safety alert (fsa). There was a delay in therapy. There were no pt death, injuries or complications. Medical/surgical intervention was not required. The pt outcome was listed as fine. They are now using the teflon sheath since the fsa was distributed. Add'l info received on 11/9/2010, from the distributor stated that there was no harm due to the insertion as well as the post operative care of the pt. In the event the super arrow-flex (saf) sheath and intra- aortic balloon (iab) were removed and a new one re-inserted.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.